Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her left side. The issue was diagnosed in person and patient has consulted with the health professional. As a result, the patient underwent bilateral explantation and replacement with catalog number 3504001bc; serial number (B)(4) on her left side, and with catalog number 3504001bc; serial number (B)(4) on her right side on (B)(6) 2023. It was reported that the patient is fully recovered after the surgery. On (B)(6) 2023, mentor became aware that patient experienced bilateral ruptures. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On april 4, 2023, mentor became aware that incorrect mre statement was inadvertently added to field h10 under initial submission. The correct statement is below: "a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures." This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4), incorrect mre statement under initial submission.